Event description:
It was reported that patient presented to doctor with left hip pain. Patient did not know who did or hospital per doctor done supposedly in 2017. Doctor told she had asr hip & she notified a lawyer. Patient cobalt 1.7 range 0 -0.9, chromium .8 range 0.1- 2.1 bmi 39.75 prior over 40. Items removed without incident, implant sent to pathology facility, tissue and surrounding were slightly dark, nothing further. Doi: 2017, dor: (B)(6) 2022, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Available photographic/xray evidence was reviewed. Based in attached photographic evidence, it cannot be determinate a depuy's device failure or malfunction. Which, could contribute to reported event. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.